Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted forceps elevator was found with foreign material. Further inspection found cut on a-rubber (bending section). Service repair noted due to a cut on a-rubber, water tightness is lost. Adhesive on a-rubber is detached. In addition, it was noted that due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. The customer reported issue was confirmed. Furthermore, inspection found the following : due to a cut on a-rubber, insulation resistance value at distal end does not meet the standard value . A-rubber has discoloration. Connecting tube has a buckling. S-connector has a scratch. C-cover is dirty. Lg lens has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported leakage from a-rubber (bending section) and play on the ud (up/down) right/left knob. The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found forceps elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Event: forceps elevator had foreign material. Repair history review: the device was repaired within a year. On 7/12/2021 repair conducted for channel replacement, air/water tube replacement, a-rubber replacement, k wire unit exchange, aw nozzle replacement, lg lens exchange (1), angle adjustment. Since the suggested event was detected during the repair reception inspection, the subject device with abnormality was not used in procedure. The suggested event was defect of the device. No adverse event occurred. Nonconformity of the device: from the device inspection result, nonconformity of the device that would cause the event was not confirmed. Conclusion: cause: cause could not be specified, however, it is possible the event was caused due to the following. A) insufficient reprocessing around forceps elevator after procedure b) reprocessing was not performed immediately after procedure, causing foreign material adhering to forceps elevator to dry and sticky. Other findings; in a previously reported complaint in relation to foreign material adhesion to the forceps elevator of tjf scope, service business center india (omsi) informed that they were conducting reprocessing training for users if they detect any foreign material on the forceps elevator. IFU (instruction for use): IFU (reprocessing manual) shows how to brush around the forceps elevator in the following sections. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet and IFU (reprocessing manual) states as follows. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. From the above, it is considered that the suggested event could be prevented. Olympus will continue to monitor complaints for this device.